Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. The deep breathing test was confirmed as myopotential oversensing. Programming changes and further testing were recommended. The physician considered not to take any actions as the episodes were intermittent and have caused no symptoms.